Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4344023. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that after removal of the needle of the bd vacutainer® eclipse¿ signal¿ blood collection needle with holder 21g from the patient the needle connected to the holder detached. No injury or medical intervention was reported.